Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date and was implanted with zimmer biomet products. Subsequently, the patient was revised for unknown reasons.

Manufacturer narrative:
(B)(4). D10: unknown stem unknown; unknown cup unknown; unknown head unknown. Visual examination of the provided picture identified an inserter with a cup that the surgeon attempted to implant during the revision. The devices are covered in bio-debris. The functional issue is addressed in the linked complaint. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.